Manufacturer narrative:
(B)(6). (B)(4). Multiple products used in the event. It is unknown which product caused the event. (B)(4) (quantity=3), this part is not approved for use in the united states; however a like device catalog # 75448550, 510k # k042025 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent plif surgery at l3- l5 (left side, right side: spinal system, branigan cage was used one between each vertebral) on unknown date. Post-op, radiculopathy was developed due to branigan at l4-5 was backed-out. L5 pedicle screw also seemed to be loosened. Revision surgery was performed to remove the cage and insert autologous bone at left side l4-5 and also replace screw. The products came in contact with the patient. Patient complications were reported. The surgeon commented: non union around branigan cage.